Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported high readings while wearing the adc freestyle libre sensor. On (B)(6)2019, the customer reported sensor scan results of 140mg/dl, 480mg/dl with a diagonal upward arrow, and 443mg/dl. The customer self-treated with an unspecified injection and subsequently lost consciousness. The customer was taken to the hospital where the hcp obtained a blood glucose of 41mg/dl, 53mg/dl, and "lo" on a competitor brand meter. The customer was given an injection of glucose and oral glucose for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported high readings while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer reported sensor scan results of 140mg/dl, 480mg/dl with a diagonal upward arrow, and 443mg/dl. The customer self-treated with an unspecified injection and subsequently lost consciousness. The customer was taken to the hospital where the hcp obtained a blood glucose of 41mg/dl, 53mg/dl, and "lo" on a competitor brand meter. The customer was given an injection of glucose and oral glucose for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.